Event description:
It was reported that the patient had been to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The patient stated that there wife tried to wake them up but was unable too. The patient was treated with glucose solution through IV (intravenous), saline IV, breakfast and gave some insulin shots to regulate his blood glucose since they had him deactivate the pod. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.